Manufacturer narrative:
Additional product code: (B)(4). Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing an infection with drainage from the site. It was noted that the incision was infected and the patient was taking antibiotics. The infection did not clear, and it was decided to explant the device. There were no additional patient complications reported.

Event description:
It was reported that the patient with this neurostimulator was experiencing an infection with drainage from the site. It was noted that the incision was infected and the patient was taking antibiotics. The infection did not clear, and it was decided to explant the device. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.